Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30 mm amplatzer pfo occluder was chosen for implantation utilizing an abbott delivery system to implant into a patent foramen ovale. During implantation, the disc swelled to an incorrect shape, and both the right atrial disc and left atrial disc were bulging. There was no interaction with cardiac structures during deployment, and there was no angulation or kink in the delivery system. The device was removed prior to release without issue. Outside of the patient, the deformed shape remained. A replacement 30 mm amplatzer pfo occluder was attempted to be implanted but also experienced the same type of deformation. A third device was then used and implanted without issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a photo was received from the field and a photo appeared to show the device deformity. However, it could not be confirmed as there was no shape of device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no angulation or kink in the delivery system was noted, there was no interaction with cardiac structures during deployment, and an 8f delivery sheath was used. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30 mm amplatzer pfo occluder (8643964) was chosen for implantation utilizing an abbott delivery system to implant into a patent foramen ovale. During implantation, the disc swelled to an incorrect shape, and both the right atrial disc and left atrial disc were bulging. There was no interaction with cardiac structures during deployment, and there was no angulation or kink in the delivery system. The device was removed prior to release without issue. Outside of the patient, the deformed shape remained. A replacement 30 mm amplatzer pfo occluder (8643964) was attempted to be implanted but also experienced the same type of deformation. A third 30 mm amplatzer pfo occluder (lot: 8615574) was then used and implanted without issue. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.